Manufacturer narrative:
Lead was not explanted. Lead integrity and electrical functions were checked during device replacement on (B)(6) 2018 and no anomaly was noted. Physician decided to keep the lead in-service. (B)(4).

Event description:
Lead was not explanted. Lead integrity and electrical functions were checked during device replacement on (B)(6) 2018 and no anomaly was noted. Physician decided to keep the lead in-service.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic lost to follow-up patient presented for normal device change-out, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was not determined because the device was at end of life. The lead was explanted. Patient¿s condition was stable.